Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #1627487-2013-19346, 19347. It was reported the patient's system was explanted approximately two years ago. The exact date and reason for the explant are unknown. Several attempts to obtain more information were unsuccessful.